Event description:
Subcutaneous venous access port inserted on pt 6/12/95. X-rays taken on 11/22/95 showed that the port had broken in half. The distal aspect of the catheter was noted to be lodged in the liver. The proximal aspect of the catheter was noted in the right atrium. A right common femoral vein approach was used to retrieve the distal portion of the cathter. The pt tolerated this procedure without difficulty. This procedure was conducted in the radiology department. The pt was taken to the operating room and the port was removed from the right chest. The pt tolerated this procedure well. The pt wants catheter returned to her.